Manufacturer narrative:
The issue could not be reproduced during investigation at the manufacturer site but it could be confirmed through the analysis of the serial read-out of the pump. The pump was found to be working within specification thus, the exact root cause could not be determined. The processor board was replaced as precaution.

Event description:
See initial.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The affected device was requested back to the manufacturer site for a detailed investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped during bypass and a failure message was displayed. The perfusionist hand-cranked the pump to complete the procedure. There was no report of patient injury.